Event description:
It was reported that there were three tears on the valve reservoir.

Manufacturer narrative:
(B)(4). The valve was patent and passed reflux testing. The device performance met all established specifications for pressure-flow and preimplantation testing. However, the valve did not meet the requirements for leak testing due to tears in the silicone dome by the flow-direction arrow. It is unk how or when the damages occurred. The instructions for use that accompany the product caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.